Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn resulting in a leak. The timing and cause of this damage could not be determined. No bends or kinks were observed. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone - data not available omnipod 5 software app version - data not available operating system - data not available hardware - data not available cgm sensor type - data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod insulin was leaking from the infusion site while wearing the pod for 4 and 24 hours. Therefore, the patient's blood glucose level rose greater than 250 mg/dl. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was placed.